Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (bmt) at a user facility reported a fresenius 2008t hemodialysis (hd) machine had a damaged power supply. The bmt indicated the white wire on the bridge rectifier was discolored and the copper wire underneath was showing signs of corrosion. The yellow plastic flag connector was discolored/melted. The bmt reported there was no burning smell, smoke, spark, or flame observed. The power supply was noticed during annual inspection preventative maintenance. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 16,386 hours. Per bmt the power supply as a precaution. The bmt reported the unit was returned to service at the user facility without reoccurrence of the event. The bmt reported that the power supply component was available to be returned to the manufacturer for physical evaluation.

Event description:
A biomedical technician (bmt) at a user facility reported a fresenius 2008t hemodialysis (hd) machine had a damaged power supply. The bmt indicated the white wire on the bridge rectifier was discolored and the copper wire underneath was showing signs of corrosion. The yellow plastic flag connector was discolored/melted. The bmt reported there was no burning smell, smoke, spark, or flame observed. The power supply was noticed during annual inspection preventative maintenance. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 16,386 hours. Per bmt the power supply as a precaution. The bmt reported the unit was returned to service at the user facility without reoccurrence of the event. The bmt reported that the power supply component was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the device and component were not returned to the manufacturer to date, and a physical evaluation could not be performed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a product history review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The reported event could not be confirmed.

Event description:
A biomedical technician (bmt) at a user facility reported a fresenius 2008t hemodialysis (hd) machine had a damaged power supply. The bmt indicated the white wire on the bridge rectifier was discolored and the copper wire underneath was showing signs of corrosion. The yellow plastic flag connector was discolored/melted. The bmt reported there was no burning smell, smoke, spark, or flame observed. The power supply was noticed during annual inspection preventative maintenance. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 16,386 hours. Per bmt the power supply as a precaution. The bmt reported the unit was returned to service at the user facility without reoccurrence of the event. The bmt reported that the power supply component was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the device and component were returned to the manufacturer. The power supply was returned with one of the end connectors of the white wires from the transformer to the rectifier discolored. There are no other components that are damaged or charred. An inspection on the power control board and power plug found no signs of damage.. The test machine powered on without failures. The dialysis functioned properly. The self-test program and rinse program completed without any failures. There was no further damage to the white wire of the transformer on the power supply during testing. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a product history review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The reported event was confirmed.

Event description:
A biomedical technician (bmt) at a user facility reported a fresenius 2008t hemodialysis (hd) machine had a damaged power supply. The bmt indicated the white wire on the bridge rectifier was discolored and the copper wire underneath was showing signs of corrosion. The yellow plastic flag connector was discolored/melted. The bmt reported there was no burning smell, smoke, spark, or flame observed. The power supply was noticed during annual inspection preventative maintenance. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 16,386 hours. Per bmt the power supply as a precaution. The bmt reported the unit was returned to service at the user facility without reoccurrence of the event. The bmt reported that the power supply component was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation previously updated in the follow-up 2 submission but was not previously noted as additional information.